Event description:
Medtronic received information regarding an echelon microcatheter that had resistance. It was reported that the patient was undergoing a coil embolization procedure. The echelon microcatheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The echelon was flushed per IFU. During the procedure the a non-medtronic coil could not be pushed through the proximal end of the echelon catheter. The coil was pulled back, removed, and replaced with an axium coil that also could not be pushed through the catheter. There was no harm or injury to the patient. Ancillary device: stryker coil additional information received indicated there was no damage to the catheter or coil after removal. The coils used were a stryker target standard and an axium coil, lot b119973. It was not tested whether the coil pushed smoothly out of the sheath before introducing into the rhv.

Manufacturer narrative:
The echelon-14 micro catheter and axium prime implant coil were returned for analysis. The echelon-14 total length was measured to be ~155.8cm and the useable length was measured to be ~148.0cm which is within specification (specification: total (ref) = 155cm; usable = 147cm ± 1.5cm). No flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-14 hub, catheter body, distal tip and marker band. The axium prime implant coil was found within the echelon-10 micro catheter hub. The implant coil was removed out of the hub with no resistance encountered. The implant coil was found damaged and broken. The echelon-14 micro catheter was flushed, and water was found to exit the tip. An in-house mandrel was inserted through the echelon-14 catheter hub, through the catheter body and out the catheter tip with no resistance encountered. An in-house axium coil was inserted into the echelon-14 catheter hub, through the catheter body and out the catheter tip with no resistance encountered. The inner diameter of the hub and tip were both measured to be 0.0165¿ which is within specification (specification: 0.0165¿ minimum). Based on the device analysis and reported information, the customer report of ¿catheter resistance¿ could not be confirmed as in-house resistance testing found no resistance using a mandrel and in-house axium coil. There is no found damages or nonconformance to specifications that would contribute towards the resistance. The axium prime coil was found damaged and broken within the hub of the echelon-14 catheter; however, the cause could not be determined. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible micro catheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath not firmly seated into hub). If information is provided in the future, a supplemental report will be issued.